Event description:
It was reported that during internal carotid artery (ica) ruptured aneurysm acute case, subject stent migrated along with microcatheter after being partially deployed out from the microcatheter for 3mm. After the procedure, operator attempted to retract the subject stent back into the microcatheter on the table; however, the subject stent fractured during the process. Procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during internal carotid artery (ica) ruptured aneurysm acute case, subject stent migrated along with microcatheter after being partially deployed out from the microcatheter for 3mm. After the procedure, operator attempted to retract the subject stent back into the microcatheter on the table; however, the subject stent fractured during the process. Procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
G4 PMA/510(k - corrected. D4 gtin - corrected. D2a common device name - corrected. D2b product code - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent was returned partially deployed through the distal opening of the microcatheter. The stent was noted to be deformed at the distal (open cell) end and the proximal end was not deformed. The stent delivery wire (sdw) was returned still loaded inside the microcatheter with the distal tip extended from the distal end of the microcatheter. The distal tip of the sdw was kinked/bent. The introducer sheath was not returned for analysis. Functional test was performed, and an unsuccessful attempt was made to flush the microcatheter. Following this, several attempts were made to advance the sdw and deploy the stent. This was successful after numerous attempts. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code was confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that 'the operator prepared to deploy stent to assist. Used microcatheter 0.0165in to deliver a stent and then deployed it. After tip 3mm of the stent was deployed out, tip of the stent and microcatheter suddenly migrated backward because of the tortuous vessel, and it could not cover the neck of aneurysm. Since the stent was not able to be recaptured, the operator withdrew it out together with microcatheter and used new stent and microcatheter to deliver again but same problem happened. The new stent also migrated after deployed out for 3mm, and finally the operator used other stent and microcatheter and deployed the tip of the stent to more distal location to completely deployed successfully. After the procedure the operator tried to pull the stent back into microcatheter on the table, but the stent was then pulled fractured. So, the operator pushed it out. Only deliver wire and the fractured stent tip will be returned for this first stent. The second stent will be returned with microcatheter'. In the follow-up gfe replies it was noted that there was no resistance felt when advancing the stent to the distal end of the microcatheter or when attempting to deploy the stent. The stent was returned for analysis partially deployed through the distal opening of the microcatheter. It was very difficult to advance the stent delivery wire (sdw) to fully deploy the stent, but this was finally achieved after several unsuccessful attempts. Once deployed, the stent was noted to be damaged/deformed at the distal (open cell) end. The stent delivery wire was also returned still loaded inside the lumen of the microcatheter. There was a slight kink/bend at the distal end of the sdw. The introducer sheath was not returned for analysis. The event description notes an unexpected movement of the microcatheter and partially deployed stent due to the vessel tortuosity. The as reported code stent partial deployment as well as the as analyzed codes stent partial deployment, stent failed/unable to deploy, stent deformed and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.